Event description:
It was reported that "in preparing for cadaver the persuader was removed from the tray and tested. During the test, it was found that the persuader was frozen. The upper t-bar does not move from neutral to provisional lock."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.